Manufacturer narrative:
An invasive investigation was performed. No abnormalities were noted. Unrelated to the original clinical observation, the vring setscrew was stuck down. The setscrew was eventually loosened using a needle driver forceps on the shaft of the hex wrench for better leverage. The physician attributed the loss of capture to exit block. The device remains implanted. Additional information was received that this device was explanted and returned for analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific (guidant) received information that two months post implant, this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense channel, intermittent ventricular impedance changes, and a loss of ventricular capture.

Event description:
Event description guidant received information that two months post implant, this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense channel, intermittent ventricular impedance changes, and a loss of ventricular capture.